Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. The left ventricular (lv) lead stimulation was not working anymore. It was noted there was fracture and high/undefined impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.